Event description:
HEARING PERFORMANCE WITH THE DEVICE IS AFFECTED SINCE (B)(6) 2026. RE-IMPLANTATION IS PLANNED.

Manufacturer narrative:
THE DEVICE HAS NOT BEEN EXPLANTED. IF IT SHOULD BE EXPLANTED, IT SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
Hearing performance with the device is affected since (b)(6) 2026. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
Additional information: According to the information received from the field the recipient experienced intermittent hearing benefit likely due to a too thick skin flap. Further, in situ measurements showed one channel in status HI due to undetermined reasons. Revision surgery is considered but no date has been scheduled yet.